Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced swelling and infection at the implant site. The patient was subsequently treated with oral antibiotics (specific date and duration not reported) and drainage of abscess (specific date not reported) was performed; however, the issue did not resolved resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. During the explantation procedure, the patient also underwent a skin revision surgery in order to excise some infected granulation tissue. Reimplantation is planned but had not taken place at the time of this report.